Event description:
Reporter noted a posterior capsule tear occurred during capsule polishing with I/a handpiece. Thought the aspiration port of the handpiece felt sharp; questions if this could cause rupture. No anterior vitrectomy required.